Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model trsx5, serial number/date code (B)(4) is approximately 6 years, 3 months old. The owner's manual part number 1110550 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Of note: additional information included that the family of the end user were not clients of his. They were referred to him and he was able to help with the problem. The tracer has a j2 back that was being held together by zipped ties and the family thought the ties were going to break. It was reported that the end user tends to slope to this side of the chair.

Event description:
Dealer stated that the rear of right side of frame broke where rear section of the lower arm tube goes into socket and is secured there. He is not certain if it is the weld or metal fatigue. No injury reported. It was learned that the end user will receive a brand new wheelchair.